Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Confirmed revision of pinnacle hip implants. Reason not provided, revision confirmed but date not provided.

Manufacturer narrative:
Examination of the returned devices finds nothing outward to suggest product error. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
Examination of the submitted impactor confirmed the fracture initiation along the slot that connects with the universal handle. A complaint search found other reported incidents of breakage/damage. Previous investigations found evidence the impactors were not properly aligned prior to impacting, contributing to fracture. Examination of the current returned impactor showed significant gouging. The root cause is being attributed to misuse. Trends are currently being monitored through post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the patient was revised to address due to increasing levels of pain in the right hip and groin.

Manufacturer narrative:
Information received from (B)(6)'s. Confirmed revision of pinnacle hip implants. Reason not provided, revision confirmed but date not provided. Update 20 feb 2014 - product/lot details taken from products, received 20 feb 2014. Product sections updated. Products & complaint sent back to (B)(4). Update oct 18, 2017: additional information received. It was reported that the patient was revised to address due to increasing levels of pain in the right hip and groin. Added hole eliminator product. This complaint was updated on: nov 17, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.